Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific product quality issue. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Although only one device was used in attempt to achieve hemostasis, the pre-close procedure was initially performed, and hemostasis was achieved via manual arterial compression as a result of the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatments appear to be related to procedural circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella percutaneous coronary interventional procedure. Reportedly, no suture was present when the plunger of four proglide devices was removed, cuff misses occurred. A fifth proglide was successfully pre-placed. The sheath was upsized to a 16f and the impella procedure was completed. The suture of the fifth proglide device did not achieve hemostasis and a non-abbott device was used and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.